Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer was able to resolve the reported event remotely with the customer. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 10, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Event description:
A biomedical engineer reported that there was low illumination during setup and calibration of the system prior to a surgical procedure. There was no patient involvement.